Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump malfunctioned. Customer stated the insulin pump would overheat and motor error alarms would occur. It was also found the insulin pump would reset itself. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.